Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/23/2015 with the following findings: during testing it was observed that the battery cap threads were stripped. The battery cap did not secure properly to pump, but was able to maintain electrical connection for testing. The battery contact width was measured to be out of specification. Also, the battery compartment was found to be cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was damaged and the battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.